Manufacturer narrative:
(B)(4). This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Evaluation summary: the reported condition of a colleague infusion pump with a failure was confirmed and duplicated by baxter personnel during product evaluation. The root cause was assigned to faulty volume control. The volume control was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.